Event description:
It was reported that during a da vinci si endometriosis resection procedure the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument came off of the instrument and fell inside the patient. The tip cover was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Since the tip cover accessory will not be returning for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.